Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that during a robotic "prostatectomy" procedure, the doctor was implementing trocar for camera port and trocar was broken in two parts, although there wasn't any pressure to trocar, technically everything was right. Three of six trocars from one box were broken. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).